Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized; however, error 106 appeared on the system. Failure analysis revealed an open circuit in the tip area. The tip dissection revealed insufficient application of the adhesive application on the anchor tip. The customer-reported force issue was confirmed, with the adhesive application contributing to the failure. The root cause of the force issue was attributed to the manufacturing process, while the cause of the pebax hole could be related to unintentional use; however, this cannot be conclusively determined. The pebax issue is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. Internal action is being implemented to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) and sensor (g03012) were selected as related to the force sensor errors and insufficient application of the adhesive application on the anchor tip. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in a pebax sleeve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code106 occurred after catheter plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.